Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. Customer's blood glucose level was 221 mg/dl but her sensor glucose reading was 76 mg/dl. Her sensor and blood glucose difference was not within an acceptable range. The customer kept receiving low blood glucose alarms. Her blood glucose level was 49 mg/dl. The device was not returned.